Event description:
It was reported that low impedances of 27 ohms was measured on electrodes 8 and 9. During implant, there were no impedance issues noted. During implant, the following impedances were measured: c-2 = 2077 ohms, c-8 = 2019 ohms, c-9 = 2229 ohms and 8-9 = 4012 ohms. When the patient was in recovery after surgery, a short was measured. The cause of the impedance issue had not been determined and the issue had not resolved. No lead fractures were noted. There were no patient symptoms or complications associated with this event and the patient status was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0t4hd, implanted: (B)(6) 2015, product type: lead. (B)(4).